Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they kept trying to make adjustments and were getting the question mark. After troubleshooting, the patient was still unable to connect with or without the antenna. They reported some movement at the ins pocket site. They hadn't seen their hcp in a while and lived in a different state. It had been at least 6-8 months or longer since they checked the implant themselves. The patient was redirected to have the device checked. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the communication issues, they said their incontinence returned. The consumer said nothing when asked what were the circumstances that led to the 2020 ins movement. The actions/interventions planned to resolve the communication and ins migration issue is they will see their healthcare provider (hcp). No further patient complications have been reported as a result of this event.